Event description:
The manufacturer received clinical study named ""a retrospective data collection of the treatment of shoulder joint replacement with the aequalis ascend flex shoulder system"" that contains collected data on the usage and the outcomes of aequalis ascend flex shoulder system. The report details analysis provided for revision procedures between (B)(6) 2013 ¿ (B)(6) 2020. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: periprosthetic fracture of the humerus was seen in two patients.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.